Manufacturer narrative:
(B)(6). The lot was manufactured between may 09, 2018 and may 10, 2018. Three (3) actual device were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing observed a leak at the spike port cap from the base of the spike port tubing for all devices. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified location. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.